Event description:
When priming cvvh filter, the rn noted the cvvh filter had two pin sized holes in the ¿bubbles¿ that go on the inside of the machine. The rn circled the spots on the filter and set filter aside for review. This delayed the patient getting dialysis in timely manner as a new filter needed to be primed.